Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced sizing issues with an spectra penile prosthesis (spp) as the device would not reach mid glans. A replacement surgery was performed in which the existing device was removed and a new spp was implanted. There were no device malfunctions associated with the explanted device. The patient did not experience any adverse events.